Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was stuck shut. The user attempted troubleshooting but was unable to open it, and an error message stating failed hardware was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available upon investigation of the incident, the field service engineer (fse) connected with the customer and confirmed that the station and refrigerator were fully functional. The system functioned as intended when field service engineer investigated the incident.